Manufacturer narrative:
(B)(4). Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in a cascade of patient effects such as hemorrhage and additional treatment; however, the relationship to the device, if any, could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The patient was sent to surgery to treat the perforation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. Based on the information provided, the reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during a procedure of the left main coronary artery, the graftmaster stent did not cross the lesion to treat the perforation. The patient underwent surgical treatment for the perforation. There was no reported adverse patient sequela. Though requested, no additional information was provided.